Event description:
The manufacturer received information alleging the system leak verification test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at a third-party service center for evaluation. During the evaluation it was noted that the devices tubing was improperly assembled on the device by the third-party service center. In conclusion, the device's tubing was reassembled to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the particulate filter, machine flow sensor, muffler assembly, air inlet foam filter, and internal battery pack were replaced for preventative maintenance unrelated to the reportable issue. The blower bellows, blower mount, cooling fan, machine flow sensor, muffler assembly, fan retainer, system printed circuit assembly (pca) tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing were replaced for contamination unrelated to the reportable issue. The device passed all final testing.